Event description:
A customer reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. After remaining plugged in for 10 minutes, the pump began charging, and the customer was advised to call back if the issue continued.